Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a misspike. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
The customer contacted baxter's (B)(4) to report that they needed to start over with new supplies on the home choice (hc). The customer mis-spiked the bag during set up and wanted to start over with everything new. Baxter technical service representative (tsr) instructed the customer to close all the clamps and cycle the power to end therapy. The customer confirmed to start over with new cassette and bags. There was no injury or medical intervention required.